Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house drug free donor urine and all devices showed expected negative results at read time for all analytes including amp, mamp, mop, coc, and thc. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency. A CAPA, CAPA-(B)(4), has been initiated to address the late documentation of this case.

Event description:
The customer reported receiving positive results using the multi-drug 12 panel key cup for multiple analytes as compared to negative results received at the laboratory between september 2017 and december 2017. The customer reported the issue was isolated to a single patient. Although the customer was unable to confirm the specific issue observed, pictures were submitted showing positive results for amp, mamp, coc, mop, and thc using the multi-drug 12 panel key cup. Although requested, no additional information was provided.